Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and rough under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the ointment. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.